Manufacturer narrative:
The investigation determined the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.

Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests has acceptable results and a general reagent problem would be ruled out. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results, for 3 patients, from the cobas c 503 module. Patient 1: (B)(6) 2020. Initial result: 1.61 mg/dl. Repeat result: 0.7 mg/dl. The questionable result was reported outside the laboratory. The physician who received the initial result made a complaint and the sample was retested. The reagent lot number was 436859 and expiration date was 30-jun-2020. Patient 2: (B)(6) 2020. Initial result: 1.2 mg/dl. Repeat results : 0.4 mg/dl and 0.5 mg/dl. The result of 0.4 mg/dl was a suspected result by the customer and the sample was retested. The questionable result was not reported outside the laboratory. The reagent lot number was 436859 and expiration date was 30-jun-2020. Patient 3: (B)(6) 2020. Initial result:1.65 mg/dl. Repeat result: 0.8 mg/dl. The questionable result was not reported outside the laboratory. The reagent lot number was 459717 and expiration date was 31-oct-2020.